Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) change-out procedure the patients right ventricular (rv) lead exhibited high pacing impedance while connected to the device, but showed with-in normal limits while connected to the pacing system analyzer (psa). Follow-up was conducted with the field representative present at the change-out. Rep indicated the physician chose to extract and replace the lead at that time due to the high impedance readings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.